Event description:
It was reported that there was a bed with a possible broken bed exit alarm. It was discovered after talking with the service representative that the facility called him for the service call because there was an alleged patient fall and possible injury when a patient allegedly got out of the bed and the alarm reportedly did not go off although it was claimed to be set. The facility did not have a serial number for the bed involved in the alleged incident and it could not be located by the service rep or the facility personnel, therefore, it could not be inspected and evaluated for any potential malfunction.

Manufacturer narrative:
The hospital did not know which bed was involved in the alleged incident so evaluation of the bed was not possible.